Event description:
Physician notified staff that tip of the pacing wire may remain in patient because it was missing upon removal of the pacing wire in pcicu (pediatric cardiac intensive care unit). Arnp (advanced registered nurse practitioner) attempted to remove pacing wire, but felt resistance so physician was consulted for the removal. Tip of pacing wire. X-ray was done. Md called to bedside to remove patient's external pacing wires due to resistance being met when pulled. When md removed wires, it was noted that tip of wire was missing. X-ray was ordered and pacing wire was noted to be retained in heart. Md, cvicu (cardiovascular intensive care unit) team and parents aware. Md has been rounding and reassuring the family daily on regards to the tips of the pacing wire remaining in the patient.